Manufacturer narrative:
Information contained in this report was previously submitted through psr on [07/23/2018] and [04/22/2019]. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardness, pain, burning sensation and free fluid behind the implant shown in an MRI," and patient¿s concern with the product. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side ¿fluid found behind the implant¿ and capsular contracture baker grade unknown, "pain" and exchanged from "textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.